Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error anomaly. The customer¿s blood glucose was 255 mg/dl. Customer also reported that the screen did not change pressing act and insulin pump delivered a bolus based on button pressing act multiple times and there was no response then it popped up with bolus delivery showed up with the number counting but she never had to put in the numbers. Customer stated that she was issues with resetting the insulin pump needed help with new reservoir had lost sensor. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify lost sensor alarm due to buttons not responding.